Event description:
It was reported that approximately five years post-implantation, the patient underwent a hip revision due to dislocation. A new liner and head were implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D10: cat: 12-115111 lot: 2965002 cer bioloxd mod hd 28mm +3 nk, cat: 00625006530 lot: 64378436 bone scr 6.5x30 self-tap, cat: 00625006535 lot: 64383906 bone scr 6.5x35 self-tap, cat: 00625006540 lot: 64172354 bone scr 6.5x40 self-tap, cat: 192011 lot: 441380 echo por fmrl nc 11x135mm. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.